Event description:
Reportedly this infinity kappa xlt monitor failed routine maintenance as it was being configured by draeger personnel prior to being turned over to this facility. The monitor lost power and draeger provided a replacement. As of march 2010, thirteen (13) of thirty two (32) infinity kappa monitors were replaced with loaners that passed electrical safety inspection. The other 19 kappa monitors have not had any issues/problems.